Manufacturer narrative:
The following fields were updated with additional information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8360858. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-26 . Medical device lot #: 9029536. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-29. "

Event description:
It was reported that during use the stopper appeared thin and was not uniform, thus allowing leakage to occur with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2). The defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it.

Manufacturer narrative:
Investigation: one hundred eighty-six (186) samples from lot 8360858 were returned from the customer for investigation. Twenty (20) samples were selected at random and were visually examined using unaided vision. No molding defects were observed in any of the stoppers based on the investigation the condition reported by the customer of molding defects on the stoppers could not be confirmed. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. CAPA#55639 was initiated.

Event description:
It was reported that during use the stopper appeared thin and was not uniform, thus allowing leakage to occur with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2) the defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper appeared thin and was not uniform, thus allowing leakage to occur with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2). The defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it.